Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for gram-positive bacteria (1 cfu/endoscope) and micrococcaceae (1 cfu/endoscope). The testing result cleared the (B)(6) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the subject device tested positive for unspecified microbes. The event date was unknown. The user facility did not provide other detailed information such as the number and the type of microbes. The device had been reprocessed with a non-olympus automated endoscope reprocessor, poka-yoke getinge, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the device. [First time; (B)(6) 2021]. All channels: pseudomonas aeruginosa, xanthomonas maltophilia, serratia marcescens (the total cfu is >100 cfu). [Second time; (B)(6) 2021]. Instrument channel: xanthomonas maltophilia, klebsiella pneumoniae, serratia marcescens (the total cfu is >100 cfu). There was no report of infection associated with this report. The device was evaluated at olympus (B)(4). As a result of the evaluation, the following was confirmed. The light guide lens was chipped. The adhesive of the bending section rubber was peeled off. The biopsy channel port was damaged. The rubber of the remote switch 1 was worn. The biopsy channel was worn. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) checked the reprocessing method provided by the user facility, but did not obtain valid information. In addition, omsc could not confirm any defects that could cause the reported event from the device inspection result by olympus (B)(4). Similar events have occurred in the past at the user facility. The instruction manual states the possibility of infection by insufficient reprocessing. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Based on the investigation result, omsc determined that the reported event was less relevant to the device. As a result of microbiological testing after reprocessing by the user facility, pseudomonas aeruginosa, xanthomonas maltophilia, serratia marcescens, and klebsiella pneumoniae were detected in the channel. However, as a result of microbiological testing after reprocessing according to the instruction manual by (B)(4), the same bacteria were not detected in the channel. If additional information becomes available, this report will be supplemented.